Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer arranged to revert to multiple daily injections for backup insulin therapy while waiting for a replacement pump. Tandem technical support confirmed the warranty and facilitated the shipment of a pump with updated software, providing instructions for storage and return of the malfunctioning pump. The caller understood all guidance provided.